Event description:
Surgeon implanted a cc4204bf plate collamer lens. The lens was scratched during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The injector and cartridge model and lot numbers were unknown.